Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that when attempting to remove an unspecified number of tampons, she expressed that it seemed like the strings were weak. Therefore, she removed the pledgets without using the strings, and reported that the pledgets fell apart. She manually removed the remaining pledget pieces from her vaginal cavity. The tampons were worn for approximately 8 hours and were mostly dry upon removal. No medical attention was sought, and no adverse health effects were experienced.